Manufacturer narrative:
(B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation experienced a system error 345 during testing. The cause was identified to be a failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.